Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl and 482 mg/dl. Customer was unable to give insulin because he was trying to clear 8 hrs of error codes. Customer stated that insulin pump ran out of battery approx. At midnight when he went to bed and doing the same thing over and over customer was using auto mode feature of the insulin pump was unknown. The pump will not be returned for analysis.